Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set leaked. This was observed during preparation of the device for automated peritoneal dialysis (pd) therapy. The leak was identified inside the front door of the cycler. There was no patient injury or medical intervention associated with this event. No additional information is available.